Event description:
It was reported that a pump did not have audio function. It was also reported that there was found during testing and there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned for eval and baxter was able to confirm that the audio function was not present. Further eval identified that the absence of audio was due to an unsecured connection between the back flex and input/output printed circuit board (I/o pcb). All detection capabilities and functions performed as expected. The connection was secured and the device performed as expected.